Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of balloon burst. H11: (investigation results): the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection was performed, no problem was found. Additionally, functional inspection was performed, the balloon was inflated without problem; and it was able to hold the pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The returned device has no problem found, and the balloon was inflated and able to hold pressure without any problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the physician tried to inflate the balloon but it ruptured and unable to inflate. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the physician tried to inflate the balloon but it ruptured and unable to inflate. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.